Event description:
The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. The patient alleged that the device caused shortness of breath. There was no report of patient harm/injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on dec 26 , 2024 and section h10 should be reported as: the manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. The patient alleged that the device caused shortness of breath. There was no report of patient harm/injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, manufacturer observed dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device.evidence of sound abatement foam degradation/breakdown was not observed in the base unit.initiated therapy which generated airflow, but manufacturer observed a high-pitched whine sound coming from the device determined to be from the blower.manufacturer observed evidence of water ingress in the blower box and inside of the blower, suggesting the use of no distilled water in the humidifier water chamber. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes there was no evidence of sound abatement foam degradation, observed .the manufacturer able to confirm the presence of dust/dirt contamination. Pil can confirm the presence of water ingress in the blower box and blower. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.